Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 2037 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed the electrogram (egm) and found there were no observations of oversensing. The patient will be coming into the office to be evaluated. Technical services discussed programming options and the sales representative will test the system and program accordingly. At this time, this pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the pacemaker and non-boston scientific right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 2037 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed the electrogram (egm) and found there were no observations of oversensing. The patient will be coming into the office to be evaluated. Technical services discussed programming options and the sales representative will test the system and program accordingly. At this time, this pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the pacemaker and non-boston scientific right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring 2037 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services reviewed the electrogram (egm) and found there were no observations of oversensing. The patient will be coming into the office to be evaluated. Technical services discussed programming options and the sales representative will test the system and program accordingly. At this time, this pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.